Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels while wearing a pod that was reportedly leaking insulin. The high blood glucose levels (specific value not reported) nearly resulted in the development of ketones. The patient presented with symptoms including shaking, stomachache, and severe distress. She was evaluated in the hospital, received IV treatment, and underwent urine and blood testing. The visit lasted approximately 3-4 hours. The incident occurred two months prior to reporting.